Event description:
Customer states the suspect meter gave back to back results of 300 mg/dl and 120 mg/dl. The customer states no actions were taken based upon these results. Return requested of suspect device and replacement was sent.